Event description:
It was reported the customer had a no delivery alarm. Customer's blood glucose was unknown. The customer was unable to troubleshoot for the alarm because it was from a past event. Customer stated they were able to rewind and prime their insulin pump and continue with the infusion. The customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.